Event description:
Customer received one erroneous troponin t patient result. First result was 0.013 ng/ml and was run from a 5 ml plasma primary tube (light green bbl tube). Later that day, an additional sample drawn from the patient produced an elevated troponin t result. The original sample was then rerun in a hitachi cup, it recovered 0.105 ng/ml (accompanied by high data flag). The first sample was rimmed and spun as usual in a statspin centrifuge for 5 minutes at 7200 rpm. The rerun was treated the same except it was run in a cup. The first result was reported and later corrected. Lab spoke directly to the 2 doctors involved in the case. Patient was stabilized at facility and eventually shipped to another facility for angioplasty evaluation. No additional information was available regarding the patient and it is unknown if an angioplasty was performed at the other facility. No adverse events were reported. The field service representative was unable to determine a cause or duplicate the issue. No action was taken. He verified analyzer operation by performing calibration and running controls. All controls were acceptable and system is performing within specification.